Event description:
It was reported in clinic notes that the patient stated that the vns is causing him internal itchiness and he was referred to a surgeon for consult. When asked for the physician's assessment of the cause of the event, the nurse noted "patient complained of the itchiness". The nurse also noted that the referral to surgeon was to preclude a serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.